Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage -cracked battery compartment) issue.. There was no indication that the product caused or contributed to an adverse event. Because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: one power on reset event observed in the black box on (B)(6) 2016 associated with a (replace battery) warning. Pump was returned with the battery compartment cracked along the side, from top traveling to bumper and from case seal traveling to bumper. No evidence of physical damage on battery compartment threads. Intermittent power was not duplicated during the investigation. Battery cap was able to secure properly. Pump exercised for 24 hours with no loss of power occurring.